Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-05542. It was reported the pt had fallen. Since the fall, the pt has been experiencing a painful stabbing sensation after stimulation is activated. X-rays revealed no anomalies. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.